Event description:
It was reported that the customer's blood glucose level was 492 mg/dl. The customer had received multiple no delivery alarms and discontinued use of his pump. Standard troubleshooting was performed. The alarm was most likely caused by an occlusion in the reservoir or infusion set. The insulin pump functioned according to specification. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(64).